Manufacturer narrative:
The data through (B)(6) 2012 show baseline speed of 2300 rpm, average power of 4.1 w, and average flow > 10 l/min. Based on our experience to date, log file patterns of this nature are indicative of power consumption outside the normal operating range.  Additional notes:  waveforms indicate an increasing trend in estimated flow and power consumption starting on (B)(6) 2012 reaching parameters outside the normal operating range on (B)(6) 2012. A pump stop - vad disconnect alarm was logged on (B)(6) 2012 at 14:08:05 for pump (B)(4). A pump stop - vad disconnect alarm was logged on (B)(6) 2012 at 14:53:11 for pump (B)(4). The hvad is used for treatment not diagnosis. It was reported from the site that the patient's power consumption was out of normal operation and hemolysis parameters remained rising, very shortly after the 1st pump exchange. It was stated that the issue was related to low anticoagulation. Thrombus formation on the left ventricle (lv) was confirmed via transesophageal echocardiogram (toe). Surgeon then decided to go for another exchange of the pump. Clinical factors that may have contributed to the reported event and patient outcome include the patient's recent diagnosis of infection which may have increased the likelihood of development of thrombus due to hypercoagulability of blood, in addition related comorbidities and anticoagulation therapy may have also contributed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the most likely root cause cannot be determined, the device history review indicated no issues with the pump; the root cause of the reported event cannot be conclusively determined due to multiple contributing factors, there are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the site that the patient's power consumption was out of normal operation and hemolysis parameters remained rising, very shortly after the 1st pump exchange. It was stated that the issue was related to low anticoagulation, heparin-levels over the weekend of (B)(6). Thrombus formation on the left ventricle (lv) was confirmed via transesophageal echocardiogram (toe). Surgeon then decided to go for another exchange of the pump. Surgeon stated to have removed all thrombotic material he could see and that he thinks the patient also might have some procoagulatory status. Doctor decided to re-inspect the lv and he saw some endocardial changes near to the inflow cannula, so he decided to move the sewing ring and since this was done, the 3rd pump in, patient is on a good way of recovery. Patient is extubated, hemodynamics are stable and he is on a slow but sustainable way of recovery. It was stated that the pump would not be returned to the manufacturer.